Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure the first fiber "forward firing" was noted. The fiber was replaced. The tip of the second fiber was noted to be loose. The fiber was exchanged and the procedure was completed utilizing the third fiber. No injury was reported. Patient outcome: "ok" reported.

Manufacturer narrative:
(B)(4). The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber tip is not detached; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the product complaint ¿tip blew off¿ could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additionally it was reported that the fiber tip was not cleaned during the procedure and that the second fiber "died very early".